Event description:
It was reported that occlusion alarms occurred. This caused the customer's blood glucose to exceed normal levels, with the specific value being unknown but indicated as "high." The customer administered a correction injection via mdi to address the high blood glucose and did not require third-party assistance. The issue was resolved by changing the soft cannula infusion set and resuming insulin.